Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the insulin gauge was inaccurate. It was also reported that the customer experienced a blood glucose (bg) level displayed as "high" via continuous glucose monitor reading; cause was unknown. Bg was addressed via a correction bolus. The customer was instructed to consult with healthcare provider regarding bg level. Reportedly, the customer reverted to manual injections for insulin therapy.